Manufacturer narrative:
Evaluation summary: (B)(4) - the catheter was then returned to bwi for analysis and there was additional damage observed on the catheter. Upon follow-up, the customer indicated that the catheter was cleaned with gauze post withdrawal from the patient and after cleaning, this defect was noticed. The catheter was tested for curve specification and it did not meet the profile due to lack of some curve adjustment latitude that is expected from the device. This failure was caused due to improper adjustment of the anchor screw resulting in this malfunction. However, this failure is unlikely to cause any injury or adverse consequence to the patient. The customer complaint has been confirmed. The device history record was reviewed, it was identified that 5 pieces were scraped; however DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these 5 pieces exists but the issues are not related to the report on this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during the procedure, the catheter could not curve to the specification. The case completed by changing the catheter. Upon receipt of the device, it was found that the catheter tip was broken and a wire was exposed. Upon follow up, bwi received the information on (B)(6) 2012 (which changed the alert date) that showed the catheter condition was good before it was inserted into the patient. After removing the catheter from the patient and cleaning with gauze, the physician noticed the catheter was damaged. This information was not provided during the initial complaint call. The catheter was removed from the patient without causing any patient injury.